Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to ipg was at end of life. The patient underwent an ipg replacement procedure per physicians preference and was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg was not charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg was not charging. The patient will undergo an ipg replacement procedure.